Manufacturer narrative:
A4 and a5 info not collected by the complaint reporter. Product evaluation: was performed for this incident. No malfunctions were found during evaluation. The probable cause is an environmental issue, not equipment related. Manufacturing assessment: manufacturing deficiency not identified. System met all specifications prior to release. Service deficiency not identified. Design deficiency not identified, no apparent design issues. No user/usage deficiency identified.

Event description:
Customer reported a case of stage 3 diffuse lamellar keratitis (dlk) in patient's both eyes (ou) after the use of the ifs advanced femtosecond laser. An oral steroid (medrol dose pack) was prescribed. Topical steroid dosage was increased. Patient's chief complaint was of light sensitivity and discomfort. The event is not lasting and disabling. Pre-op best correct visual acuity was; right eye (od) 20/20 3.25 x -1.50 x 0 and left eye (os) 20/20 3.25 x -1.75 x 5.

Manufacturer narrative:
Section h4. Device manufacture date, changed to 02/28/2020. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.